Manufacturer narrative:
(B)(4). Date sent: 6/17/2022.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r59p2a. Investigation summary: the analysis results showed that one long 60a device was returned with the closing trigger and anvil in closed position. A gst60g cartridge reload loaded in the device. The reload was received partially fired 1/3. After further evaluation, the device could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r59p2a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy, during the first firing, they closed on the tissue, went to fire, got halfway through first firing, and it didn't advance anymore. They went to pull firing mechanism again and the knife went backwards and couldn't be removed from stomach tissue. They cut it out and then sutured the stomach where the cut line was. A similar device was used to successfully complete the procedure. There were no adverse patient consequences.